Event description:
Baxter received a report that centrella med-surg had CPR function not activating. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the CPR switch needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 28, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. The technician replaced the CPR switch to resolve the reported event. Based on this information, no further action is required.